Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call to have infusion set issues. Customer's blood glucose was 582 mg/dl. During troubleshooting, device passed the high pressure test. Customer was advised to change the entire set. Customer was advised the device was working as designed. After troubleshooting, customer was advised the infusion set will be replaced. Customer will not be returning the device for analysis.